Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the right common femoral artery (cfa) via a 6f cordis sheath. Peri-procedure, the patient was anticoagulated with angiomax, plavix and asa. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a 3cm x 3cm hematoma was noted at the access site immediately after the drape removal. Manual compression was applied for 10 minutes. The patient was then sent to recovery. Upon the patient's arrival to recovery, the patient had re-developed a hematoma approximately 6cm in size. At this time, the staff decided to use a femostop. Hemostasis was ultimately achieved with the femostop. The patient was reported as hospitalized (not mynx related). No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1218703) indicated that the device lot met all established performance criteria prior to shipment.